Event description:
The recipient is reportedly diagnosed with brain atrophy and elected explant surgery to undergo other medical procedures. The recipient's device was explanted.

Manufacturer narrative:
The recipient will reportedly not be reimplanted at this time. The recipient is in the process of healing.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly had no other issues following explant surgery. The device passed external visual and photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.